Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had infection at the device pocket. The infection was not related to abbott's devices. The infection was confirmed via a blood test. The implantable cardioverter defibrillator, the right ventricular lead, the left ventricular lead and the right atrial lead were explanted due to the infection. The patient was stable throughout.